Manufacturer narrative:
Submit date: 1/23/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 1/23/2017 that a customer had an issue with a foam positioning kit. The customer states that the straps on the beach chair kits stick straight up. The velcro hook/loop closures are not being attached correctly in order for them to grab on to themselves. The staff had to use a hospital safety belt to secure the patient. Patient support would have been compromised if the velcro straps were used.